Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version (B)(4). Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump was monitored. No blank display noted during testing. P-cap/reservoir locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads and cracked case on the battery tube side.

Event description:
Medtronic received information that damage (physical or cosmetic), blank display occurred. There was no adverse impact or consequence reported as a result of this event.